Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(4). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cholesterol gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a cholesterol value of 445 mg/dl and it repeated as 210 mg/dl. The sample was repeated 5 additional times on a second analyzer, resulting in the following values: 209 mg/dl, 211 mg/dl, 210 mg/dl, 209 mg/dl, 210 mg/dl, the sample was also repeated 5 additional times on the original analyzer, resulting in the following values: 211 mg/dl, 211 mg/dl, 211 mg/dl, 210 mg/dl, and 211 mg/dl.

Manufacturer narrative:
Reaction data for the initial value showed an unusual reaction, with a sudden isolated increase in absorbance at a measuring point. Calibration and controls were acceptable. A general reagent problem can be ruled out. A review of alarm trace data showed abnormal aspiration and foam detection alarms on (B)(6) 2025. The field service engineer performed annual maintenance, including replacement of the gear pump kit and head. The engineer later returned and replaced the sample probe. Precision studies after the probe replacement were acceptable. Based on the provided information, the investigation determined the issue is consistent with insufficient pre-analytic sample handling.